Event description:
It was reported that the unspecified 23g mircolance needle broke and had been left inside the patient. The patient has continued to suffer from ongoing pain, psychological stress and anxiety. The following information was provided by the initial reporter: the plaintiff underwent surgery and during this procedure the needle broke. The plaintiff was in recovery and was advised by medical staff the needle had been left inside him. Particular of personal injury. The plaintiff suffered severe injury as a result of the said defective product use. The plaintiff has also suffered significant psychological stress and anxiety. The plaintiff has continued to suffer from ongoing pain and discomfort with difficulties in relation to sitting and with various activities. The plaintiff has also encountered difficulties in relation to his sexual relationship and experienced pain extending from the groin to the buttock area and has encountered difficulties with his employment. The plaintiff will require further treatment and review. The injuries were severe and debilitating. They interfered with the plaintiff's enjoyment of life and all routine and other activity. The onset of further future adverse sequelae cannot be ruled out.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the unspecified 23g mircolance needle broke and had been left inside the patient. The patient has continued to suffer from ongoing pain, psychological stress and anxiety. The following information was provided by the initial reporter: the plaintiff underwent surgery and during this procedure the needle broke. The plaintiff was in recovery and was advised by medical staff the needle had been left inside him. Particular of personal injury: the plaintiff suffered severe injury as a result of the said defective product use. The plaintiff has also suffered significant psychological stress and anxiety. The plaintiff has continued to suffer from ongoing pain and discomfort with difficulties in relation to sitting and with various activities. The plaintiff has also encountered difficulties in relation to his sexual relationship and experienced pain extending from the groin to the buttock area and has encountered difficulties with his employment. The plaintiff will require further treatment and review. The injuries were severe and debilitating. They interfered with the plaintiff's enjoyment of life and all routine and other activity. The onset of further future adverse sequelae cannot be ruled out.

Manufacturer narrative:
Correction: g4: date received by manufacturer: 28-nov-2022.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for potential material 300700 and potential lots 200603 and 210302. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples belonging to the potential lot numbers were obtained from the manufacturing facility; however, no signs of defect were found in any of the retained samples upon review. Based on the information provided, we understand that an issue regarding a cannula which disengaged from the hub (plastic part) occurred. During the assembly process, several quality inspections are performed. A visual inspection of twenty-five needle products is performed every thirty minutes of production, ensuring that the needles comply with specifications. A functional test (¿pull test¿) is also performed on twenty needles per each eight-hour production shift. The pull testing ensures that the cannula is correctly assembled into the needle product. All inspection test results for potential lots 200603 and 210302 were within specifications.

Event description:
It was reported that the unspecified 23g mircolance needle broke and had been left inside the patient. The patient has continued to suffer from ongoing pain, psychological stress and anxiety. The following information was provided by the initial reporter: the plaintiff underwent surgery and during this procedure the needle broke. The plaintiff was in recovery and was advised by medical staff the needle had been left inside him. Particular of personal injury the plaintiff suffered severe injury as a result of the said defective product use. The plaintiff has also suffered significant psychological stress and anxiety. The plaintiff has continued to suffer from ongoing pain and discomfort with difficulties in relation to sitting and with various activities. The plaintiff has also encountered difficulties in relation to his sexual relationship and experienced pain extending from the groin to the buttock area and has encountered difficulties with his employment. The plaintiff will require further treatment and review. The injuries were severe and debilitating. They interfered with the plaintiff's enjoyment of life and all routine and other activity. The onset of further future adverse sequelae cannot be ruled out.